Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that full system was explanted due to infection. Any environmental/external/patient factors that may have led or contributed to the issue were drainage from incision. Pocket opened and the hcp visually confirmed infection based on appearance and smell. At the time of this report, the issue had resolved and patient status was alive-no injury. The explanted devices would not be returned- customer refused. No further complications were reported.